Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was there any patient consequence or change in the post-operative patient care as a result of the event?

Event description:
Prof. Fired vasecr35 twice using pve35a for lobectomy. When he tried to fire third vasecr35, the knife did not move forward. Knife reverse button did not work and the mannual lever did not work. He removed the device saftely from the patient's body.and, he finished the surgery using pce60a using gst60w successfully. Patient consequences is unknown.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Did the jaws eventually open? The jaws were eventually open. Was there any patient consequence or change in the post-operative patient care as a result of the event? No event reported upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.